Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2007. Subsequently, patient underwent revision poly swap on (B)(6) 2015 due to instability. The tibial bearing was removed and replaced with a thicker bearing.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event could not be determined.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.